Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation of the right ventricular (rv) lead. The lead was reprogrammed with lowered rv outputs and remains in use. No further patient complications have been reported as a result of this event.